Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up #1 (11/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that "ok" button was not functioning on her onetouch ping meter remote. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient stated the alleged issue began on an unknown date and time in (B)(6) 2011. The patient reported she was unable to test her blood glucose on the subject device due to the "ok" button not responding correctly. Per the onetouch ping owner's booklet, the ok button is used to turn the meter remote display on, turns the display backlight on/off and confirms menu selections. The patient informed the mss that she manages her diabetes with novolog insulin based on a sliding scale. The patient reported that when she was unable to check her blood glucose on the subject meter, she did not make any immediate changes to her usual diabetes management routine and approximately 10 minutes after testing, she reportedly developed symptoms of "blurred vision." The patient confirmed that at the onset of her symptoms, she tested on her back up meter, also, a onetouch meter, and based on the meter result and her symptom, she stated she self-treated with 10 units of novolog insulin. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the alleged issue was not intermittent. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient confirmed she continued to test her blood glucose on another device and there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.